Event description:
The hospital reported that during the saphenous vein harvesting procedure, the short port was defective. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. On october 10, 2005, failure analysis identified that the short port's silicone and latex balloon had torn. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: a visual inspection of the device was performed. From the visual inspection, the silicone outer coating and latex balloon material were torn. The complaint is confirmed for defective balloon.